Event description:
It was reported that the patient had presented for initial implant. During implantation of the right ventricular lead, the lead dislodged. The physician attempted to reposition the lead but the helix was not coming out properly and the conductor was twisting along with the torque. The physician decided to replace the lead. The patient was discharged post procedure.

Manufacturer narrative:
Correction: h6: health effect - impact code should be corrected to "4632 - prolonged surgery".

Manufacturer narrative:
The reported events were dislodgment and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix was retracted and clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The cause of the reported event was isolated to the dried body fluids in the helix housing. Electrical testing did not find any indication of conductor fractures or internal shorts.